Event description:
Patient's representative reported events of right-side ¿pain,¿ ¿fatigue syndrome,¿ ¿fever," ¿capsular contracture, baker grade ii," and ¿periprosthetic fluid: low.¿ later, "minor inflammation" was identified per pathology report. The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿periprosthetic fluid: low¿.

Event description:
Healthcare professional reported events of right-side ¿pain,¿ ¿fatigue syndrome,¿ ¿fever," ¿capsular contracture, baker grade ii," and ¿periprosthetic fluid: low.¿ later, "minor inflammation" was identified per pathology report. The device has been explanted.